Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 14mg/ml at a simple continuous dose of 3.327mg/day and a maximum daily dose with the personal therapy manager (ptm) of 5.098mg. It was reported that the doctor was unable to aspirate from the catheter access port (cap). The doctor tried to aspirate the catheter during an end of life pump replacement and was unable to aspirate. The catheter was explanted and replaced. At the time of this report, the issue was resolved. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient had a medical history including obesity, smoking, thoracic spine surgery and lumbar radiculopathy. The patient was wheelchair bound.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #(B)(6) , ubd: 13-nov-2020, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.